Event description:
The surgeon inserted a plate silicone lens model aa4204vf. The surgeon decided to remove the lens since the patient's eye would not support the plate lens. The surgeon used a three piece lens and there was no patient injury. There was no problem with the lens.